Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. 0001825034-2018-11251. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that air bubbles were found in the seal of sterile package during incoming inspection.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the reported event. The product was found conforming to specifications.

Event description:
No further event information available at the time of this report.